Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following the implant procedure, intermittent capture was observed. During the lead revision, the lead was found to be dislodged. The lead was revised and remains implanted. There were no adverse consequences to the patient.